Event description:
The issue occurred, during a diagnostic ion robotic bronchoscope. There was a 30-minute delay. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation regarding the device not powering on was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the video system center was not powering on during preparation for use in a procedure. There was no report of patient injury or medical intervention associated with this event.